Event description:
It was reported that the device had prematurely reached its elective replacement indicator (eri) and could no longer be programmed. It was also reported that the patient is pacemaker dependant and symptomatic with vvi 65 ppm pacing. A custom programmer/procedure will be used to reprogram the device and remove the eri condition. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Review of the data revealed a measurement system lock-up problem that results in indicator of elective replacement indicator (eri).